Event description:
It was reported that the pt presented with return of symptoms on the right side. Telemetry revealed high impedance in the left system. Multiple radiographs indicated possible twisted extension and possible broken wires on the distal end of the left extension at the lead/extension junction. The pt underwent surgery. Upon explant, it was noted that the wires were broken and the extension was twisted as noted in the radiographs. The extension was removed.

Manufacturer narrative:
The extension was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.